Event description:
It was reported to boston scientific that when the hydratome rx sphincterotome device was removed from its package, "the extremity of the device was bent."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined.